Event description:
It was reported that a bypass procedure was planned for the pt. While in the cath lab the intra-aortic balloon (iab) was inserted via a sheath into the pt's right femoral artery. The pt was taken to the theater for the bypass. The procedure was successful and the iab remained insitu. The pt was then sent to the cicu (cardiac intensive care unit) for continued observation. Twelve hours after the bypass surgery, the pump alarmed high pressure (1) alarm and the cicu staff called the clinical technologist. Blood was observed in the helium tube and the iab was immediately removed; blood did not enter the pump. The pt received 15 to 17 hours of intra-aortic balloon pump (iabp) therapy prior to the pump alarming. The pt was not being weaned off of the iabp therapy and as a result, the iabp therapy was discontinued "prematurely." Another iab was not inserted because the pt was anti coagulated and bleeding from the groin posed an increased risk of bleeding. There was no reported pt death or injury. Medical / surgical intervention was not required. There was an interruption of iabp therapy because the iab was not replaced. There were no reported pt complications; the pt outcome is listed as stable. It was noted that pump strips were generated and will be available for review (B)(6) 2012.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.